Manufacturer narrative:
The diluent pump and wash pump (qty, 2) (part # 0021124) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the diluent pump or wash pump as the error could not be duplicated. The 2-way solenoid and 3-way solenoid valve (part # 0021105/0021105) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the solenoid valves as the error could not be duplicated. The level sensor leads (part # 0021138) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of level sensor leads as the error could not be duplicated. The waste pump (part# 0021567) was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported issue was due to failure of the waste pump; the part exhibited a problem of working intermittently. The probable cause of the reported event was due to failure of the waste pump.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the error by reviewing the error log and reproduced the error while trying to prime the b/f wash. The fse replaced the related parts. The instrument then operated as expected and returned to use. The fse also upgraded the software to version 1.38u. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 07september2018 through aware date 07october2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The probable cause of the reported event is pending investigation completion.

Event description:
Aa customer reported getting error message 2015 bf probe purge failure on the aia-360 instrument. The customer stated that the wash probe tips had already been cleaned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.